Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via telephone call that the customer had high blood glucose at school. The blood glucose reading was 114 mg/dl. The customer was treated with a manual injection. The caller declined to troubleshoot for the issue. Insulin exited with a prime and the cannula was not bent. The insulin pump was not replaced or returned for analysis.